Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The electrogram had a wandering baseline. The shocks occurred with the sensing vector set to secondary. Technical services advised to try the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.